Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02513 for the other associated device information. It was reported to boston scientific corporation that two ultraflex esophageal ng covered stents were used during an esophageal stent placement procedure performed on (B)(6) 2010. According to the complainant, the lesion was predilated, and the scope passed easily. When they attempted to deploy the first stent (MFR# 3005099803-2010-02513), the technician could only deploy the stent about half of an inch. They attempted to deploy a second stent, and again, the stent could only be partially deployed by about half of an inch. The complainant stated that the deployment suture on both devices was stuck, and even outside the patient, could not be released. There was bowing of the catheter noted during both attempted deployments. The case was completed with a wallflex esophageal stent with no harm to the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
A visual evaluation of the returned device noted that the stent was fully mounted and partially deployed by approximately 2mm. It was possible to deploy the remainder of the stent, however some restriction was noted initially possibly due to the presence of dried blood along the crocheted stitches. Examination of the deployed stent found no anomalies. The delivery system was bent. It is possible that due to anatomical/procedural factors encountered during the procedure, performance was limited. Based on the condition of the returned device, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A lot history search was performed and found no other complaints against the reported lot number. A labeling review was performed, and from the information available it is unknown if this device was used per the directions for use (dfu) / product label. Based on the information provided, it is unknown if the stricture being treated was malignant.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02513 for the other associated device information. It was reported to boston scientific corporation that two ultraflex esophageal ng covered stents were used during an esophageal stent placement procedure performed on (B)(6), 2010. According to the complainant, the lesion was predilated, and the scope passed easily. When they attempted to deploy the first stent (MFR# 3005099803-2010-02513), the technician could only deploy the stent about half of an inch. They attempted to deploy a second stent (MFR# 3005099803-2010-02514), and again, the stent could only be partially deployed by about half of an inch. The complainant stated that the deployment suture on both devices was stuck, and even outside the patient, could not be released. There was bowing of the catheter noted during both attempted deployments. The case was completed with a wallflex esophageal stent with no harm to the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.